Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not able to be determined. The system controller serial number ((B)(4) was not returned for evaluation and there was no log file provided. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm. The backup battery (ebb) was changed twice with no resolution. The controller was changed and the alarm did not reoccur.